Event description:
A resolute integrity drug-eluting stent was being to treat a lesion. It is reported that during removal of device following stent deployment resistance was experienced. The physician indicated that it felt as if "the balloon was sticking inside the stent". He said this has happened 3-4 times before. There was no patient complications reported.

Manufacturer narrative:
Results: root cause of the event could not be determined. Device or procedural images not provided for review. Device not returned for evaluation. Conclusions: device or cine images not returned. Root cause could not be determined. (B)(4). Date of event - year valid only.